Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. Per review of the device imagery, the esheath+ distal tip was observed to be torn radially and axially. There was also high-density polyethylene (hdpe) stretching noted along the tear. Per review of the patient anatomy imagery, the patient's right access vessel had the presence of tortuosity and calcification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the torn esheath+ distal tip and the difficulty advancing the delivery system and valve through the esheath+ were confirmed per evaluation of the provided device imagery. The available information suggests that improper tip expansion and/or patient factors (calcification and tortuosity) likely contributed to the event as the patient anatomy imagery confirmed the presence of the patient factors. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the tip scoring process, and/or by manufacturing process. Additionally, patient factors such as challenging anatomy or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the updated investigation. The following section of this report has been corrected/updated: h11 (provide narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. Per review of the device imagery, the esheath+ distal tip was observed to be torn radially and axially. There was also high-density polyethylene (hdpe) stretching noted along the tear. Per review of the patient anatomy imagery, the patient's right access vessel had the presence of tortuosity and calcification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the torn esheath+ distal tip and the difficulty advancing the delivery system and valve through the esheath+ were confirmed per evaluation of the returned device imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the tip scoring process, and/or by manufacturing process. Additionally, patient or procedural factors such as challenging anatomy or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, resistance was encountered upon the 23 mm commander delivery system and valve reaching the tip of the 14fr esheath+. A distal tip tear was observed on the esheath+. Once the delivery system and valve exited the tip of the esheath+, the valve was successfully deployed and implanted. Following valve deployment, the delivery system was withdrawn through the esheath+ without difficulty. The esheath+ was also removed without difficulty. There was no patient injury and the patient was in stable condition post procedure. Imagery of the device was provided for evaluation. The esheath+ distal tip was observed to be torn radially and axially. There was also high-density polyethylene (hdpe) stretching noted along the tear.